Event description:
It was reported that: (B)(6): during an investigation the nurses and a doctor determined by deterioration of the pt's values that the ventilator evita xl ((B)(4)) was switched off. The pt became cardiopulmonary instable. No alarm was generated. 13:30 o'clock was recorded as turn-off time in the user log. At 13.34 o'clock the evita was turned on by (B)(6) and the evita ran without problems. There was no error code entered in the internal log. According to (B)(6) only station personnel and no other persons were in the pt room.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.